Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 334 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms noted during testing. Displacement test was not performed due to the keypad anomaly. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube.